Event description:
A customer contacted beckman coulter inc. (Bci) to report leak from both reagent probes. No injury was reported.

Manufacturer narrative:
Customer ensured the reagent probe fittings and syringe were tight. Customer stated that the leakage was on the reaction wheel cover along with the reagent carousel aspiration cover. On (B)(4) 2011, field service engineer (fse) did not note evidence of the probe leaking. No additional probe leak has been reported.